Manufacturer narrative:
This is one event for the same pt involving two separate products; associated mdrs # 1225714-2013-03178, 1225714-2013-003179.

Event description:
The plaintiff's attorney alleged that the plaintiff experienced a cardiovascular event on (B)(6) 2012, after the use of the product.